Event description:
It was reported that the patients implantable pulse generator site developed an infection. Symptoms noted redness and swelling. The physician believe that the infection was device related, and the cause was unknown. The patient underwent a spinal cord stimulation (scs) explant procedure and was administered antibiotics. The patient was doing well postoperatively. The explanted device components will not be returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(6). Batch: 7103952/7104003. UDI: (B)(4). UDI: (B)(4). Product family: scs-lead fixation. Upn: m365sc43160. Model: sc-4316. Serial: na. Batch: 35537318. UDI: (B)(4).